Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: lymphadenopathy, gel bleed, rupture, and various symptoms surrounding patient concern.

Event description:
Regulatory affairs reported that a patient experienced "swollen and tender lymph nodes" in breast, possible rupture and/or gel bleed, "burning pain under nipple and around implant," folds, undulations, and anxiety. Patient is "allergic" to implants and ¿body is rejecting¿ implants. Unrelated events reported include: ¿weight gain, inflammation (whole body), fluid retention and swelling (whole body, especially lower legs, ankles and feet), extreme fatigue, skin rashes (severe), memory loss/ loss of words and cognitive function, brain fog, shortness of breath/shallow breathing, hair loss/ breakage, slow healing, easy bruising, night sweats/chills (drench the bed/pillow), allergic reactions to things I have never been allergic to, slow muscle recovery (actually seems slim to none)...tia (all tests that were done came back negative, its a mystery), severe chest pain (like my ribs bones are being crushed), muscle spasms (terrible), restless legs, twitching all over my body, a feeling of cold fluid rushing throughout my body, muscle pain, joint pain, poor sleep, premature ageing of my skin, and face has changed drastically, dry, sticky, gritty eyes, styes, rapid decline in vision, low libido, throat clearing constantly, like I ate something that I am allergic to, dry throat like I am inhaling a fine powder, metallic taste in mouth foul smelling urine, body odour, scalp tenderness and bruising, heartburn/acid reflux (doesn't matter what I eat), intestinal pain and bloating, painful gas, severely lightheaded and dizzy (floating up), vertigo (falling forward and down), leaky gut, higher than normal intolerance to cold (like it is cutting right through me), candida/yeast overgrowth, ear ringing and deep pain/itch inner ear, headaches, nausea (constant), heart palpitations, chest pressure, tightness, and pain, high blood pressure (just recently), severe joint and muscle pain (deep) throughout my body, even in my feet and hands, all over weakness and fatigue, spinal pain, swollen and tender lymph nodes in...throat, neck, and groin, frequent urination (more than normal, and unable to hold my bladder most times), numbness and loss of sensation throughout my body, cold feet and hands, sporadic swollen muscles for no reason,.. Pain in arms and underarms, liver and kidney dysfunction (blood work indicates there many be an issue), mood swings, easily aggravated, depression, overwhelming feeling to get things in order, like I am dying, symptoms like that of fibromyalgia, symptoms like that of auto-immune diseases, jaw pain (extreme and constant) tests from some of the health concerns and symptoms listed have all come up negative.¿ patient also experienced fluid collection. Unspecified surgeries ¿relating to {patient¿s} silicone implants were performed. The device remains implanted. This represents the left side. The events of edema, autoimmune related symptoms, sensation increase/decrease, inflammation, malaise, skin rash/dermatitis, dyspnea, dizziness, stroke, headache, nausea, cardiac complications, non-breast pain, bruising, allergic reaction, depression, weight gain, memory loss/cognitive function, brain fog, hair loss, slow healing, night sweats/chills, muscle recovery/ spasms, restless legs, twitching, sleep issues, aging, ¿dry, sticky, gritty eyes¿, vision trouble, ¿low libido,¿ throat clearing/dry, ¿metallic taste,¿ ¿foul smelling urine,¿ ¿body odor¿, hearth burn, leaking gut, ¿higher than normal intolerance to cold,¿ ¿candida/yeast overgrowth¿, ¿frequent urination¿, ¿liver and kidney dysfunction,¿ ¿ear ringing¿, high blood pressure, and mood swings/ changes are unrelated to the implant.